Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that on december 8th there was no transmission of the vital parameters from the patient monitor to the piic ix control center in the ward base between 2:53 p.m. And 6:26 p.m. The child was found in time by the nursing staff and successfully resuscitated and transferred to the children's intensive care unit.

Event description:
The customer reported that on (B)(6) there was no transmission of the vital parameters from the x3 patient monitor to the piic ix control center in the ward base between 2:53 p.m. And 6:26 p.m. From around 6:30 p.m. It became known that a patient had been found lifeless because there was no monitoring the child was found in time by the nursing staff and successfully resuscitated and transferred to the children's intensive care unit. The child is doing well given the circumstances. The remote service engineer spoke with the customer and a philips field service engineer (fse) was sent onsite. The complaint was escalated for a technical investigation. The fse tested the system for its functionality and backed up data, there was no fault detected in the stk/mtk of the affected monitor and the docking station. The devices were released for clinical use. Information from the disconnection audit log shows: the offline entry can be seen in the audit log at the following time: (B)(6)2022 14:53:59 113 device is offline and almost four hours later the entry of the reconnection: (B)(6)2022 18:44:27 113 device is online information from the error logs about the disconnection and actions regarding the bed space at the headquarters. The fse stated "according to the information provided, the monitor connected directly to the control panel when the network cable was plugged in. Therefore, according to the current status, it is not to be assumed that the devices themselves are defective." "The customer mentioned the network cable was unplugged and after plugin it in again the x3 could connect to the picix. There could be no malfunction of philips systems found in the provided data and information." On (B)(6) 2022, the fse sent out a letter to the customer about the log analysis result. A further escalation to monitoring the devices were set for 14 days but no further issues were found. Based on the information available and the testing conducted, the cause of the reported problem was due to the network cable between patient monitor and network socket been unplugged, this resulted in the fact that a desat alarm was not announced on the pic. There was no malfunction of the device, as the issue was caused by a user error (incorrectly connected network cable). The issue was resolved by the nursing staff plugging the network patch cable in the socket again.